Event description:
It was reported that that patient underwent a spinal cord stimulation (scs) explant procedure due to infection. The explanted device components will be returned. No further information could be provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18409860.